Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received stuck button alarm after occurring a drive count or time values or changes incorrect for moving or coasting and too slow or too fast. Customer¿s blood glucose was unknown. Customer states they did not press a button down for 3 minutes or longer. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms noted during testing. (B)(4).